Event description:
It was reported that the patient presented at the catheterization/ electrophysiology lab for a right ventricular (rv) lead revision procedure. Evaluation had revealed that the patient's rv lead exhibited high capture threshold and high pacing impedance. The rv lead was capped on (B)(6) 2025 and successfully replaced. The patient remained stable.